Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("location of the perforation: ovarian tube"), device expulsion ("essure migrated to the uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A69942) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, overweight and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with total hysterectomy and essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and abdominal pain outcome was unknown and the genital haemorrhage, headache, weight increased and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery, she will have surgery to remove the essure implant in the near future. Insertion details: procedure in detail: 3 coils were seen outside ostia on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on an unknown date: (B)(6). Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, abdominal pain, and back pain were added and previously reported event device dislocation updated to device expulsion; the event perforation updated to ovarian perforation. Headache and genital haemorrhage outcome updated. Concomitant diseases, reporter, patient¿s demographic information and product lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: ovarian tube/failure to occlude (close) fallopian tube"), device expulsion ("essure migrated to the uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A69942) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, overweight and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, headache, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery, she will have surgery to remove the essure implant in the near future. Insertion details: procedure in detail: 3 coils were seen outside ostia on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: event fatigue added.outcome of event abdominal pain added as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: ovarian tube"), device expulsion ("essure migrated to the uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A69942) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, overweight and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and abdominal pain outcome was unknown and the genital haemorrhage, headache, weight increased and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery, she will have surgery to remove the essure implant in the near future. Insertion details: procedure in detail: 3 coils were seen outside ostia on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. On 13-aug-2018: upon routine quality monitoring activity, event "location of the perforation: ovarian tube" was recoded from ovarian perforation to fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.